Manufacturer narrative:
(B)(4). The lot history records of the reported lot number has been reviewed and no quality issues were noted. The marksman catheter was returned for evaluation. The catheter tip and the marker band were found to be missing from the catheter. The outer tubing material at the distal tip exhibited jagged edges, stretching and necking. The catheter body was also found to be flattened the distal tip. No other damage was found. The catheter was then tested by running an in-house mandrel through catheter hub. The mandrel was able to pass through the catheter hub and lumen. However, the mandrel became stuck within the damaged locations. Based on the analysis findings and the reported event details, the customer's complaint was confirmed. In this event, the user error may have contributed to the reported issue; subsequently causing the catheter tip and the marker band to become stretched and dislodged. According to the marksman instructions for use (IFU): ¿never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿

Event description:
Medtronic received report that the marksman catheter tip was reported to have broken when it was forcibly made to crossing the internal carotid artery (ica) occluded region during an acute mechanical thrombectomy procedure . The broken piece of marksman seemed to be left inside the patient but could not be located. However, its location could not be determined. Since no other device attempted was able to cross the occluded region, the physician the concluded procedure. Intervention was not required, no patient injury was reported as a result of this event.

Manufacturer narrative:
(B)(4).